Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent altitude alarms occurred. At the time of the report, the customer had not tested blood glucose (bg) levels; however, customer reported bg levels had not been impacted. Reportedly, customer was able to clear the alarms and resume insulin delivery.